Event description:
It was reported that during a catheter exchange procedure, the spring wire separated, with the tip portion remaining in the pt. A small piece of the separated wire was removed via syringe aspiration, but a portion remains in the pt's vascular system, after an attempted removal using a snare was unsuccessful. There were no reported additional complications.

Event description:
It was reported that during a catheter exchange procedure, the spring wire separated, with the tip portion remaining in the pt. A small piece of the separated wire was removed via syringe aspiration, but a portion remains in the pt's vascular system, after an attempted removal using a snare was unsuccessful. There were no reported additional complications.